Manufacturer narrative:
The device was returned and evaluated. The device was altered post production.

Event description:
Consumer alleges the bolts on the tires cut his ankles. The cuts got infected. This has happened several times.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges the bolts on the tires cut his ankles. The cuts got infected. This has happened several times.